Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. The customer¿s blood glucose (bg) level was "high", although a specific value was not given. Reportedly, the school nurse administered a bolus via the pump to address the elevated bg.